Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the harmonic ace instrument, it was alleged that a fragment broke off and fell inside the patient. The fragment was retained in the patient. At this time, it is unknown what caused the blade to break off the instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer stated that the tip of the harmonic ace instrument broke off and had fallen off into the patient. The tip was retrieved and removed from the patient during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
After further investigation it was determined that this MDR is a duplicate to event reported on MFR report number 2955842-2019-10394. Please refer to MFR report number 2955842-2019-10394 follow-up #1 for corrections and failure analysis investigation results.

Event description:
Refer to h10/h11 for follow-up information.